Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. The third-party service center evaluated the device and observed "service required" codes in the ventilator's downloaded error log. The device's oxygen blending module board, oxygen blending module harness, system board, proportional valve and three-way solenoid valve need replaced to address the issues.